Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that the cgm was reading 348 mg/dl and dosed herself with insulin. Afterwards, the patient took a finger stick and it was reading 148 mg/dl. The patient stated that they were concerned that the insulin intake might have caused a low event, so she called 911 and was taken to the hospital. It was indicated that blood and urine were taken for testing and the patient was monitored for a few hours and then was released. At the time of contact, the patient was doing okay. No additional patient or event information is available. Reportedly, the patient calibrated during periods when cgm values were not present. Labeling indicates: don¿t calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.